Manufacturer narrative:
This report is being supplemented to provide correction to d8, d9 of the supplemental medwatch was inadvertently left out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation; due to damage on ccd unit, the image has black dots, the nozzle is deformed, the plastic cover, universal cord and control unit has scratches. The image guide (ig) protector is cut, the connecting tube was observed buckled and the bending section cover adhesive is detached. Furthermore, due to wear of angle wire, bending angle in up/down/right (u/d/r) direction are out specification and has play in the u/d/r/ left knob. The forceps raising angle is out of specifications due to cut on knob wire (k-wire). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the forceps elevator was immobilized in distal end of the device (c-body) by breakage of k-wire and foreign material at the elevator. The event can be detected by following the instructions for use (IFU) section which state: operation manual chapter3-2. Inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope's forceps elevator does not move down at all. The issue was found during reprocessing. There were no reports of patient harm.